Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 400 mg/dl while wearing the pod for approximately 24 hours. The pod reportedly detached from the leg, resulting in cannula dislodging. In addition, the patient experienced a skin reaction at the pod site characterized by redness and significant itching. The patient also reported vomiting and had elevated ketone levels of 2.6 mmol/l. The patient¿s mother administered 6.5 units of insulin via pen, after which the patient¿s blood glucose level decreased to 110 mg/dl and ketone levels decreased to 0.1 mmol/l. As treatment, the pod was replaced and therapy was resumed with a new pod.